Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a green 60 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler jaw wouldn't open. The 5th stapler reload was not recognized. The user completed the procedure with no further issue reported. No fragment fell inside the patient. Isi followed up with the initial reporter and obtained the following additional information: the instrument jaws were not on tissue when the issue occurred. There was no unexpected tissue removal, and no bleeding observed. 5th fire failed. The 5th reload stapler worked fine with another sureform 60 stapler. The patient wasn't involved in the incident.